Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the pump. Customer's blood glucose value was 35 mg/dl in the morning; customer treated with orange juice. Customer declined to troubleshoot for high readings. The customer mentioned infection at site. The product was not returned for analysis.